Manufacturer narrative:
A field service engineer (fse) contacted the customer via the telephone and guided the customer through performing an all set home function and priming the bf probe to remove the air in the bf probe line. The customer was called back the following day and confirmed that the analyzer is operating without further errors. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 10may2018 to aware date 10jun2019. One other similar complaint was identified during the search period. The aia-360 operator's manual, section 7-1: list of error messages, states the following: error 2015 - bf probe purge failure purging by the bf probe is abnormal. Clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported issue is attributed to air in the bf wash probe tubing. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error message 2015 bf (bound-free) probe purge failure while operating on the aia-360 analyzer. The customer confirmed the tubing was connected. The customer noted the wash probe would ascend when the analyzer is on. However, when the analyzer is turned off and performing an all set home function, it appears that the wash probe would not rise and lower completely. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of beta-human chorionic gonadotropin (bhcg) and troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Correction h6: conclusion code.

Manufacturer narrative:
Correction to added serial number and UDI.